Manufacturer narrative:
(B)(4). Through follow up, it was confirmed that the patient had sterile peritonitis that was treated with cephalosporin (orally, dose and frequency not reported). The cause of the peritonitis was suspected to be a peritoneal dialysis tube issue. Ten days prior to the report, the patient recovered from the peritonitis. As the case was confirmed as sterile peritonitis, the baxter disposable device is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The initial date of the event occurrence was reported as an unknown date in (B)(6)2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as hospital acquired. The event was manifested by abdominal pain, fever, and cloudy effluent. The patient was hospitalized for peritonitis. Treatment details were not reported. On an unreported date, dianeal therapy was discontinued (current mode of dialysis therapy was not reported). The patient's recovery status and outcome of the event were unknown. No additional information is available.